Event description:
500 ml bottle of plasma had just been hung on patient when plastic holder came apart from bottle. Bottle fell to floor and broke. If bottle would have been hanging above patient. Significant injury could have occurred.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - inadequate. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.